Event description:
A peritoneal dialysis registered nurse ((pd) rn) reported to (B)(6) that this pd patient had a fungal infection. There were no reported allegations that the event was caused by an issue/malfunction with (B)(6) products. In additional follow-up, the pdrn stated that on (B)(6) 2025 the patient was initially seen in the outpatient pd clinic for issues with draining from the pd catheter (not a (B)(6) product). The nurse indicated that the patient had the pd catheter flushed and that a lot of fibrin drained from the catheter. Additionally, the nurse stated that the patient had a pd culture obtained (the same day). However, the pd culture did not result the same day and so the patient was sent home without any antibiotic treatment as the patient reportedly did not have any other symptoms. The nurse stated the patient was advised to use heparin in the pd solution for dialysis treatments at home (to mitigate fibrin in the pd catheter), per standing orders. Subsequently, the patient was seen in the outpatient pd clinic on (B)(6) 2025 for continued draining issues and malfunction with the pd catheter. The nurse indicated that tissue plasminogen activator (tpa) treatment was instilled into the pd catheter without success. As a result, the patient was sent to the hospital. Furthermore, the patient¿s pd culture resulted with growth for yeast, and the patient was diagnosed with peritonitis. While hospitalized, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. The nurse could not provide any details if the patient had pd culture obtained in the hospital (due to the catheter malfunction) or about antimicrobial treatment for yeast peritonitis. On an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient is recovering from the event. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with (B)(6) products in relation to the peritonitis event. The pd nurse indicated the peritonitis was attributed to the pd catheter (not a (B)(6) product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).